Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported bleeding and the error message, "replace sensor," while using the adc freestyle libre 2 sensor and experienced pain at the sensor site. In june 2021, hcp contact was made and the sensor was removed. The sensor site was cleaned, a cold/hot compress was applied, and the customer was prescribed unspecified antibiotic medication for treatment. A diagnosis of hypoglycemia was reported, however, it is unclear if third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding and the error message, "replace sensor," while using the adc freestyle libre 2 sensor and experienced pain at the sensor site. In june 2021, hcp contact was made and the sensor was removed. The sensor site was cleaned, a cold/hot compress was applied, and the customer was prescribed unspecified antibiotic medication for treatment. A diagnosis of hypoglycemia was reported, however, it is unclear if third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding and the error message, "replace sensor," while using the adc freestyle libre 2 sensor and experienced pain at the sensor site. In june 2021, hcp contact was made and the sensor was removed. The sensor site was cleaned, a cold/hot compress was applied, and the customer was prescribed unspecified antibiotic medication for treatment. A diagnosis of hypoglycemia was reported, however, it is unclear if third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date reported as "(B)(6) 2021." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding and the error message, "replace sensor," while using the adc freestyle libre 2 sensor and experienced pain at the sensor site. In (B)(6) 2021, hcp contact was made and the sensor was removed. The sensor site was cleaned, a cold/hot compress was applied, and the customer was prescribed unspecified antibiotic medication for treatment. A diagnosis of hypoglycemia was reported, however, it is unclear if third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury.